Manufacturer narrative:
B01: device was returned and an engineering evaluation was performed: the primary reported complaints of partial expansion of the gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) and a stuck deployment line were confirmed through evaluation of the returned viabahn® device. The endoprosthesis as returned was still mounted on the delivery system with a partially expanded segment and broken inner zipper fibers near the distal end. The outer zipper was not fully deployed. Deployment of the returned viabahn® device was not able to be continued when pulling the deployment line due to interference at the partially expanded location. The cause of the observed broken inner zipper fibers and the partial expansion of the viabahn® device without deployment of the inner zipper was determined to be consistent with a potential manufacturing deficiency. The complaint of difficulty withdrawing the viabahn® device through the sheath could not be independently confirmed with the information available. The cause of the reported withdrawal difficulty as reported is consistent with the observed partial expansion of the endoprosthesis. H6 - code d15: code was applied to the 'difficulty withdrawing' device through the sheath' after device was unable to be deployed.

Event description:
The following was reported to gore: during treatment of a fistula occlusion in the patient's left upper arm and due to chronic renal failure, a gore® viabahn® with propaten® bioactive surface endoprosthesis (viabahn device/stent) was to be implanted. As reported, there was an existing 6x50 flixene vascular graft (getinge) in the treatment area. The target treatment area was not pre-dilated. Using an 8fr terumo introducer sheath, the viabahn device was advanced over a 035x260 terumo guidewire. However, resistance was felt as the device was reaching the fistula. The 7 x 10cm viabahn device could not be released using the device´s standard release technique. The deployment line was not stuck, but the line had to be pulled with force. It was reported the deployment line unraveled to the distal tip, but was unable to continue further expansion. Under fluoroscopy images, when it was noticed that the stent was not fully released. The physician elected to remove the partially expanded viabahn device. The viabahn device was removed with some difficulty through the introducer sheath. Upon removal, it was visually evident that a small section at the distal tip demonstrated the beginning of expansion. After the initial viabahn device was removed, the physician was able to use a new 7 x 15cm viabahn® device without any problems. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: device was returned. Conclusion not yet available; evaluation on progress. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.